Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's driveline was disconnected while at home on (B)(6) 2021. The patient and mother were unable to reconnect driveline until emergency medical services arrived. The pump stopped for 20-30 minutes, during which the patient lost consciousness. The patient did have low flow alarms after the disconnect, and flows returned to normal readings after driveline was reconnected. Related manufacturer report number # 2916596-2021-00830

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stop events that appear consistent with the report that the driveline was disconnected. A direct correlation between the reported patient outcome and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. Review of the submitted system controller event log file found that on (B)(6) 2021 at 16:47, the driveline was connected to the controller and was disconnected at 16:51 which caused a driveline disconnect alarm. The driveline was reconnected on (B)(6) 2021 at 17:05. A specific cause for these events could not be conclusively determined; however, they appear consistent with the report that the patient¿s driveline was disconnected. The clinical team reached out to the account several times and no answers were provided. The date of the patient¿s expiration could not be confirmed. Clinical stated that the pump and controller would not be returning. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. The hm3 lvas patient handbook is also currently available. Section 1 of the IFU lists death as an adverse event that may be associated with the use of the hm3 lvas. Section 1 of this IFU provides an explanation of all pump parameters, including pump flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The vad was turned off by the vad coordinator and the patient expired on (B)(6) 2021.

Event description:
It was later reported that the patient expired and pump was explanted. The cause of the driveline disconnect remained undetermined, however, it appeared to be accidental.